Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure a single coil defibrillation lead was not able to convert ventricular fibrillation (vf) in any polarity. The lead was removed and replaced by a dual coil lead, however, the patient was again unable be shocked out of vf and had to be shocked externally. The procedure was stopped and the dual coil lead remains in use, with planned future replacement. No patient complications have been reported as a result of this event.